Event description:
A home pt contacted baxter's technical service center and stated that he was connected during the priming cycle. Baxter's techincal service representative explanted proper set-up with the home pt. The home pt completed therapy with manual supplies. Follow-up with the home pt's dialysis nurse revealed that no pt injury or medical intervention was associated with this report.